Event description:
A nurse reported that a clearlink IV set was successfully flushed, but the secondary line was not functioning. This occurrence was noted prior to use. No patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one used sample was available for evaluation. No defect was observed during visual inspection and functional test. The sample was working within specification. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. The initial evaluation could not confirm the reported condition. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.